Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and patient death.

Event description:
It was reported that the patient was hospitalized in the ICU (intensive care unit) due to ongoing issues with low blood sugar. The patient was wearing the device at home, and during the initial hospitalization. However, due to ongoing episodes of uncontrollable hypoglycemia, the health care team opted to remove the device and manage the diabetes traditionally with finger sticks and subcutaneous insulin. The caller reported following removal of the device the blood sugar levels improved/stabilized. The caller confirmed the patient was not wearing the device at the time of his death. The death certificate reported the cause of death was due to obesity, hypertension, hypothyroid, and cardiac arrest. There is no allegation of device malfunction.